Manufacturer narrative:
Results: as received, both leads were incomplete, cut into two pieces as a result of the explant procedure. Continuity test was performed on all lead segments (stimulation & terminal ends segments). All channels passed continuity testing. Resistance measurement was not performed due to damage from the explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. The patient is to consult with the physician regarding placement of a new lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information ideintified the patient requested removal of her scs system due to lack of stimulation coverage. The patient's entire scs system was removed.